Event description:
In 2008, the pt reported an elevated blood glucose reading of 298 mg/dl. She said, she does not have a normal blood glucose range. She stated she normally changes her insulin infusion headset every 3 days and her current headset has been in use for over 48 hours. The pt was advised to change her infusion headset very 2 days and her tubing every 6 days. During troubleshooting, the pt stated there was "nothing unusual at the site." She said, she has used 3 infusion sets from her current box and believes it is the infusion sets. She said, she did not keep any of the infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.